Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. Approximately 3 minutes into the procedure, the patient moved on the table. The physcian stopped the procedure and proceeded to cool down. The physician then noticed a small cervical burn. Silvadene cream was applied to the burn; the physician followed up with the patient on the following day and the patient was "doing fine". The procedure was cancelled due to this event.

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.